Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. When the eval is complete, a supplemental report will be submitted.